Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. D4: batch # p57701. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? At the time was routine post-operative care. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
The contour stapler being used intra-operatively cut, without firing the staples, became a dirty case. After the problem occurred, a new stapler was used. Patient abdomen was irrigated with sterile water. Stapler did not fire properly causing this anterior bowel resection to be dirty case.